Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure the tip of the guidewire detached into the patient's common bile duct. The tip was retrieved in a later already scheduled stent exchange. The ercp had been completed with this device with no patient complications. The patient's condition had ben described as fine.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2013.according to the complainant, during the procedure the tip of the guidewire detached into the patient's common bile duct. The tip was retrieved in a later already scheduled stent echange. The ercp had been completed with this device with no patient complications. The patient's condition had ben described as fine.

Manufacturer narrative:
(B)(4):although the device has been returned for evaluation a failure analysis of the complaint device has not yet been completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual inspection revealed that the device presents the spring tip detached and the body kinked. The device was returned in two sections, a visual examination revealed that the section 1 (proximal) presents kinks along the body and the section 2 (distal) presents a kink at 504.9cm from the distal end. Mtac failure analysis revealed the separation on section 1 (proximal) occurred due to a mechanical cut event, and the separation on section 2 (distal) occurred due to melting. No match between failure sites was found. Complaint information revealed that during the procedure a sphincterotomy was performed with an unknown device, but based on the information provided there is no definite root cause for the former complaint, hence the most probable root cause is "undeterminable". A DHR (device history record) review was performed and no deviation was found. Labeling review was performed and no anomalies were found. Similar complaint trend review performed and no other complaints reported for lot number 15028191.